Manufacturer narrative:
Model number/catalog number: 72404233-12. Serial number: n/a. Batch/lot number: 1100372435. Model/catalog description: cx preconnect ms 21cm ps 12cm tl iz. Unique identifier (UDI) #: (B)(4).0 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure due to reservoir migration. The existing component was explanted and replaced with a new reservoir. No patient complications were reported.